Event description:
Device 1 of 6. Reference MFR report: 1627487-2014-15511. Reference MFR report: 1627487-2014-15512. Reference MFR report: 1627487-2014-15513. Reference MFR report: 1627487-2014-15514. Reference MFR report: 1627487-2014-15515. It was reported the patient experiences ineffective stimulation as well as an uncomfortable stinging sensation when utilizing the occipital leads (off-label). Diagnostic testing indicated invalid impedance readings on all of the model 3228 lead contacts. Impedance readings were within normal limits for both model 3246 leads. Reprogramming was attempted to no avail. Additionally, the patient's extension that is implanted on her right side has become superficial and is uncomfortable. Surgical intervention will take place at a later date. It is unknown which extension is implanted on the patient's right side; therefore, all possible lots are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.